Manufacturer narrative:
The customer¿s report of a cracked luer was confirmed. Visual inspection of the set showed the proximal female luer was cracked along the length of the luer with the crack measuring 0.404 inches long. No tool markings were observed around the luer component. No testing was deemed necessary due to the obvious damage observed. The probable cause of the breakage was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Event description:
The customer reported a cracked female luer on an IV set that had been mated to a maxzero for a heparin infusion, 1 unit per ml. Although requested, additional information is not available. Although there is no report of a patient event, product sent by the customer appears to have been used.